Event description:
Device 2 of 3. Reference manufacturer reports: 1627487-2010-02224 & 1627487-2010-02226. The patient received his scs system, which included an ipg and three percutaneous leads, on (B)(6) 2009. It was reported that the patient's stimulation was auto-reducing. An x-ray of his scs system found the leads had migrated. The leads were surgically repositioned and reimplanted. Follow up on the patient found no further issues reported. No product will be returned. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.